Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results for 2 patient samples. The following data was provided (customer's normal range for free t4 = 9.00 to 19.00 pmol/l): (B)(4): initial ft4 result on alinity 1 = 25.93 pmol/l; repeat ft4 result on alinity 2 = 12.71 pmol/l. (B)(4): initial ft4 result on alinity 2 = > 64.35 pmol/l; repeat ft4 result on alinity 1 = 13.00. Pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as investigation was carried out using retained samples. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 51650ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 51650ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 (ft4) results for (B)(4) patient samples. The following data was provided (customer's normal range for free t4 = 9.00 to 19.00 pmol/l): (B)(6): initial ft4 result on alinity 1 = 25.93 pmol/l; repeat ft4 result on alinity 2 = 12.71 pmol/l. (B)(6): initial ft4 result on alinity 2 = > 64.35 pmol/l; repeat ft4 result on alinity 1 = 13.00 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.